Event description:
During initial implantation, a 14mm sphere was placed and operating surgeon described difficulty suturing patients muscles and coving the implant with adequate soft tissue. The surgeon attempted intervention three times to increase soft tissue coverage and promote healing, but was unable to adequately cover the device. The patient had previously undergone radiation therapy on the soft tissues and surgeon described failure due to failure of the soft tissues. On july 25th the 14mm sphere was explanted and a 16mm quadro-port sphere was placed. The surgeon was able to suture the muscles to the replacement device and no further complications have been reported.